Manufacturer narrative:
Medical devices: product ID 0148 lead implanted: (B)(6) 2012.

Event description:
It was reported that the atrial lead was capped and replaced due to an unknown issue. No patient complications have been reported as a result of this event.